Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an ercp performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver energy when on monopolar mode. The device would not cut in full cut mode. Two different non-bsc cord cables were used with no help. Two new bsc active cords were used and still would not cut. There were no other issues or visible damage noted. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an ercp performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver energy when on monopolar mode. The device would not cut in full cut mode. Two different non-bsc cord cables were used with no help. Two new bsc active cords were used and still would not cut. There were no other issues or visible damage noted. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results. Analysis of the returned endostat iii generator revealed that the returned unit was received in over all good physical condition. Functional testing was performed and it passed all requirements. The most probable root cause classification of not confirmed was assigned to this event since the endostat iii rf generator operated with no issues. A search of the complaint database revealed that no other complaints found for the specified lot.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during an ercp performed on (B)(6) 2016. According to the complainant, during the procedure, the generator failed to deliver energy when on monopolar mode. The device would not cut in full cut mode. Two different non-bsc cord cables were used with no help. Two new bsc active cords were used and still would not cut. There were no other issues or visible damage noted. The procedure was completed with another endostat iii rf generator. There were no patient complications reported as a result of this event.